Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the foreign material was sticking to the gap at the distal end, or the foreign material was accumulated without being removed by the reprocessing process.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the excessive glue under the ultrasound probe unit came off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, debris built up on the distal tip seal. There was no report of patient injury associated with the event.